Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Sales rep reported that : "fitting a t2 recon nail, drill for cephalic screw. The drill bit broke into several pieces in the patient's femur. The largest parts were removed. Other boxes opened. Delay: 2hours".

Manufacturer narrative:
Correction: section d9/h3, the device will not be returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, few of the probable causes of breakage of drill could be user error such as drilling error (drill bit missing the nail screw) or application of combined torsional and bending overload. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Sales rep reported that : "fitting a t2 recon nail, drill for cephalic screw. The drill bit broke into several pieces in the patient's femur. The largest parts were removed. Other boxes opened. Delay : 2hours"